Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. The fse performed the power reset of the host pc & turned on, which resolved the reported issue. After power reset of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.